Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 28-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('painful body') in a 31-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pain (seriousness criterion medically significant), back pain ("back pain"), genital haemorrhage ("haemorrhage, severe blood loss"), headache ("headaches"), tendonitis ("tendinitis"), arthralgia ("pain in joints"), pain in extremity ("pain in limbs"), fatigue ("chronic fatigue"), sinusitis ("sinusitis"), deafness ("hearing loss"), blindness ("loss of sight"), depression ("depression"), amnesia ("memory loss") and aphasia ("loss of speech"). Essure (ess205) treatment was not changed. At the time of the report, the pain, back pain, genital haemorrhage, headache, tendonitis, arthralgia, pain in extremity, fatigue, sinusitis, deafness, blindness, depression, amnesia and aphasia had not resolved. The reporter provided no causality assessment for amnesia, aphasia, arthralgia, back pain, blindness, deafness, depression, fatigue, genital haemorrhage, headache, pain, pain in extremity, sinusitis and tendonitis with essure (ess205). The reporter commented: since (B)(6) 2006, I have lived through hell, loss of my job because of too many sick days diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) , reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('painful body') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pain (seriousness criterion medically significant), back pain ("back pain"), genital haemorrhage ("haemorrhage, severe blood loss"), headache ("headaches"), tendonitis ("tendinitis"), arthralgia ("pain in joints"), pain in extremity ("pain in limbs"), fatigue ("chronic fatigue"), sinusitis ("sinusitis"), deafness ("hearing loss"), blindness ("loss of sight"), depression ("depression"), amnesia ("memory loss") and aphasia ("loss of speech"). Essure (ess205) treatment was not changed. At the time of the report, the pain, back pain, genital haemorrhage, headache, tendonitis, arthralgia, pain in extremity, fatigue, sinusitis, deafness, blindness, depression, amnesia and aphasia had not resolved. The reporter provided no causality assessment for amnesia, aphasia, arthralgia, back pain, blindness, deafness, depression, fatigue, genital haemorrhage, headache, pain, pain in extremity, sinusitis and tendonitis with essure (ess205). The reporter commented: since (B)(6) 2006, I have lived through hell, loss of my job because of too many sick days diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.